Event description:
Pt reported they experienced low blood glucose about twice a week over the last six weeks. Pt attempted to self-treat by eating. Paramedics were called in 2005 and tested pt's blood glucose at 42 mg/dl upon arrival. After the pt drank some juice the paramedics tested pt's blood glucose at 72 mg/dl. Pt did not go to the hospital.